Event description:
Technician was on at remote device - charged without knowledge - tech denies touching device but nurse was questioning technician in front of family. Rptr believes the tech hit a button inappropriately and the pacemaker strips are not being given to family even though requested.